Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported their dexcom mobile application failed to alarm. The issue was determined to be related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missed low alert occurred. Data was evaluated and the allegation was confirmed. Data investigation confirmed no audio on the mobile app. The patient reached the low threshold of 4 mmol/l at 12:36 pm with an egv of 4 mmol/l on (B)(6) 2019. The patient received the low alert at zero percent volume at 12:36 pm. Five minutes later, this alert was cleared at 12:41 pm, which activated the snooze feature for 15 minutes. However, the patient's egv readings returned above the low threshold at 12:41 pm with an egv of 4.4 mmol/l. Additionally, the alwayssound feature was disabled. The device functioned within specifications and patient settings. The root cause could not be determined.no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The root cause was determined to be the patient modifying the alert settings.